Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 04-nov-2015: ptc investigation result was received. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there s no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A hysterectomy was performed, removing tubes, cervix and ovaries. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event a few months after essure insertion. Given a positive temporal relationship and considering the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there s no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1638, awareness date 17-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer reported that after a few months she started to loose her sex drive, began having severe pelvic pain, bloating, incontinence, full sloshing feeling all the time, sex began to get more and more painful, her back started to hurt, she was getting stabbed in the kidney, had strange vibrations in her pelvic area and when she eat she felt like her stomach was constricting and her entire abdomen would get and stay really hard. In (B)(6) 2015 she had a hysterectomy, removed tubes, cervix, ovaries and she have not had any symptoms since. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A hysterectomy was performed, removing tubes, cervix and ovaries. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event a few months after essure insertion. Given a positive temporal relationship and considering the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.